Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery and a motor error. The patient's blood glucose at the time of incident was 4.6 mmol/l. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal, and the pump had not been exposed to an MRI or high magnetic field. The customer was able to clear the motor error and rewind the pump. However, the cause of the no delivery alarm remains unknown. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked reservoir tube window corners, cracked battery tube threads, and minor scratches on the lcd window.